Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found that valve lv12 was defective causing the leak, errors and reproducibility problem. The fse replaced lv12 and the instrument ran without any issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained clear leak of approximately 1 ml from the coulter act diff 2 analyzer. There were aperture alert error messages reported by the customer at the time of the event. Erroneous patient results were generated but there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.